Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant of a left ventricular assist device (lvad), the right ventricular (rv) lead threshold measurements had increased and led to loss of capture (loc). A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.